Event description:
(B)(4). It was reported by the pt's attorney that as a result of having the product implanted, the pt has experienced pain, disability and impairment.

Manufacturer narrative:
(B)(4).

Event description:
Per additional information received, the patient has experienced pain in right lower abdominal quadrant and pain with urination, tight mesh arms with 1/2 inch mesh exposure/excision of exposed mesh (multiple procedures), pain with sitting, caginal pressure, premarin treatment, surgery for pudendal nerve entrapment attributed to vaginal mesh placement. The operative report describes crumbled mesh found and excised in the rectovaginal septum and near the left sacrospinous ligament and left neurovascular bundle. In (B)(6) 2013 patient complained of stabbing sharp pain in buttocks to vulva with sitting and fullness in vagina, urinary urge incontinence and dysuria. An operative report dated (B)(6) 2013 included findings of 1cm x 0.5cm mesh exposure which was resected without need for suture.

Manufacturer narrative:
The sample was not returned. The finished product met all specifications prior to being released for general distribution. The instructions for use which accompanies all devices currently addresses potential risks associated with surgically implanted materials. (B)(4). "Lawyer-filed report - (B)(6)."